Manufacturer narrative:
Ge healthcare technical support performed a checkout with the customer and recommended replacement of the flow sensors to resolve the issue. No patient information provided to date after calls to customer 12/16/2021 and 12/17/2021. (B)(4).

Event description:
The hospital reported inaccurate tidal volume from loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.